Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results. The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. No related adverse trends were identified. Non-statistical trend review did not identify an increase in complaint activity for falsely elevated patient results. Labeling was reviewed and found to adequately address the falsely elevated patient results. Testing was completed using retained samples of the complaint lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation no systemic issue or deficiency of the alinity I intact pth reagent lot 00430l819 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer stated that a falsely elevated alinity I intact pth result of 124.9 pg/ml was generated for a (B)(6) year old male patient (sid (B)(6)) diagnosed with chronic gastritis. The same sample retested at 92.3 pg/ml after the initial result was questioned by the physician. The customer uses a reference range of 15 - 68.3 pg/ml. No adverse impact to patient management was reported.